Event description:
A healthcare facility in (B)(6) reported that fifteen (15) mr290hfv high frequency vented humidification cracked while in use with an unknown oscillatory ventilator. The healthcare facility reported that these chambers cracked over a period of time beginning in (B)(6) 2009 and ending in (B)(6) 30 2010 when they were first reported to fisher & paykel healthcare. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Additional information: lot number: 071105, quantity of units: 1, date of manufacture: 11/05/2007. Lot number: not provided, quantity of units: 14. The sample complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.